Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had a flickering screen. There was no harm or injury reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: e3, e4, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was due to noise on the screen due to a malfunction in the charged coupled device (ccd) unit. It was likely due to some kind of stress. The most probable cause of this complaint is component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.